Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly. Inspected four opened and used reservoirs. Performed pre-fill reservoir test. Two of four reservoirs failed pre-fill test due to both reservoirs stopper had a hole, unable to fill reservoir. The two remaining reservoirs, performed manual prime and high pressure test. Both reservoirs passed per specification. No leakage/occluded anomalies were observed during analysis. Checked o-rings for defects and none were found.

Event description:
It is reported that the reservoir leaked. After visual examination, there is a hole in the stand of the reservoir. The insulin flooded the insulin pump and caused a motor error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.